Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelviv') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectom (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometrial ablation and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Pathology test - on (B)(6) 2015: multiple tan fragments of soft tissue embedded in tan cloudy mucoid debris aggregating to 2.5 x 1.5 x 0.4 cm. Filtered. One cassette; on (B)(6) 2016: on inspection of the residua fallopian tube there are essure coils present bilaterally. Most recent follow-up information incorporated above includes: on 2-dec-2019: mr received. Reporters information added. Lot no. Was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and adnexa uteri pain ("double ovarian pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectom (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, abdominal pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, endometrial ablation and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion/ total bilateral occlusion. Pathology test - on (B)(6) 2015: multiple tan fragments of soft tissue embedded in tan cloudy mucoid debris aggregating to 2.5 x 1.5 x 0.4 cm. Filtered. One cassette; on (B)(6) 2016: on inspection of the residua fallopian tube there are essure coils present bilaterally. Lot number: a78080, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 4 and 5 processed together. Plaintiff fact sheet received : reporter added. Event added- adnexa uteri pain. Lab data imaging procedure replaced with "hysterosalpingogram". We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelviv') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometrial ablation and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The event injury was replaced with events from pfs: pelvic pain, abdominal pain, ablation. Laboratory data was added. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.